Event description:
An employee was diagnosed with erythema multiforme after exposure to cavicide. The employee has worked in an operating room for the past 15 years. In october 2005 the hospital changed to the cavicide disinfectant. Within a day of the first time the employee used the product to clean theor, she noticed itchy red skin lesions on both hands. Over the next two weeks the lesions became worse and traveled up her arms and then also on her legs, which were painful. The employee reported it to employee health and was given steriod cream for contact dermatitis. The symptoms continued even after the chemical was removed from the immediate work area. The employee went to a dermatologist who biopsied a spot which came erythema multiforme major. The employee has had two more exposures withbreakouts and additional biopsies with same results to the cavicide that was being used in other adjacent units. The employee has been given two rounds of oral steroids to treat the symptoms. She is currently on light duty doing paper work away from any clinical area until the hospital office decides what to do about the cavicide.